Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of error messages and questionable immunoglobulin g (igg) results from the cobas integra 400 plus. The samples were repeated after the service visit. Sample 1 initial result was 1346 mg/dl and the repeat result was 885 mg/dl. Sample 2 initial result was 1618 mg/dl and the repeat result was 1200 mg/dl. Sample 3 initial result was 1273 mg/dl and the repeat result was 922 mg/dl. The questionable results were reported outside of the laboratory. The reagent lot number was 63749701 with an expiration date of 30-jun-2024.

Manufacturer narrative:
The field service engineer replaced the sample/reagent syringes, the reaction rotor drive belt, the tension spring, the reagent pack, and the onboard diluent. The customer calibrated the assay and ran qc that passed. All system checks were successful.